Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to the patient¿s anatomy. The specific instrument(s) involved with the event, are unknown. There was no allegation of device malfunction. No device is expected to be returned for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. No product issue was alleged. No images or videos were shared for the event this complaint is reportable due to the following conclusion: during a da vinci-assisted lobectomy surgical procedure, there was bleeding from a pulmonary artery (pa) branch, this occurred during the dissection of the pa, and the procedure was converted to an open surgical procedure. It was confirmed that the cause was patient anatomy. It was unknown if there was excessive blood loss, what the estimated blood loss was, and/or if a blood transfusion was required. It is unknown what medical intervention was performed after the conversion to open surgery or if there were any post-operative complications. The patient¿s current status was unknown. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, there was bleeding from a pulmonary artery (pa) branch, this occurred during the dissection of the pa, and the procedure was converted to an open surgical procedure. There was no malfunction of the device that caused the injury; it was confirmed that the cause was patient anatomy, as it was a difficult case (complicated vascular tissue and lymph nodes attached to the vessels). It was judged that repair with a robot would be difficult, so the patient was transferred to open procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.